Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure, force sensor bridge test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email and attached by the manufacturer on 25-oct-2022: no patient involvement.

Manufacturer narrative:
Device evaluation: tamper seals are intact. Good condition with no appearance of any physical damaged. Force sensor bridge test in event history log. Unable to duplicate the force sensor bridge test at power up and all the reading of force sensor within the required specs. Unable to determine the intermittent of the error. Replace force sensor and plunger cable for preventive. Performed pm maintenance and all functional testing. .